Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was having trouble charging since implant. Any slight movement and it stops. They are having trouble getting coupling bars on their recharger screen since implant. The patient claims that the ins never charges to 100%. The ins has been dead for about a week because of the difficulty charging. The rep got a power on reset (por) message on the recharger when interrogating on 2018-oct-11, so they pressed the green button and it went to the normal charging screen. The battery was too depleted to interrogate with the physician programmer so they could not determine why the por was displayed. The rep tried to use the antenna locate but it would not go past 50. When they palpated, they can feel the battery and it feels like the top of the ins goes deeper. Technical services had the rep use antenna locate again. The rep stated that when they are using antenna locate the values are between 48 and 52 to 60 with 60 being the top number when they pull down on the patient¿s skin. The rep then started a recharging session in that position and was able to get 4 coupling bars. The rep would follow up with the healthcare professional (hcp) about the charging issues. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-nov-02. The rep indicated that it is possible that the cause is because the battery is implanted too deep, but this cannot be confirmed. The patient¿s battery was taken out of power on reset (por) on (B)(6) 20187 and reprogrammed. This has not solved their charging issues and the provider is unwilling to do surgical intervention. The patient is now able to charge and get 4 bars max but any slight movement causes the patient to lose signal bars. No further intervention is planned at this moment. The patient¿s weight is not available and the rep has no further information. No further complications were reported/are anticipated.